Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received loaded in the capsule of the delivery catheter system (dcs). On attempted retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected. The handle appeared intact. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. The device was received with the capsule fully closed. Delamination was observed over the nitinol reinforcing frame along the mid-section, proximal and end of the capsule. Damage was evident on the polymer material at distal side of the capsule. The capsule appeared slightly caved along the distal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. The reported event for unable to advance could not be confirmed in the analysis. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Delamination was observed over the nitinol reinforcing frame along the mid-section, proximal and end of the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy. Damage is evident on the polymer material at distal side of the capsule and the capsule appeared slightly caved along the distal end of the capsule. As the report states that there was no suspicion of capsule damage, it is likely that the damage occurred during device return where the dcs was coiled in a big box and biohazard bag. The reported event for unable to advance could not be confirmed in the analysis. Images were also provided to medtronic for review. There is a valve load check related to this event confirming a good load. The imaging provided confirms there is severe calcium & tortuosity in the patient anatomy which caused difficulties with advancing the medtronic tavr device past the aortic arch. A non-medtronic valve was implanted in the annulus. The imaging provided shows the root repair from the mentioned root rupture, however the root rupture leaks is not seen in the imaging provided. There is no additional imaging provided confirming the number of attempts trying to cross the aortic arch as stated in this event report. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the patient presented with a curved aorta and calcification within the aortic arch and kinking in the femoral vessels. This indicates that the probable cause of the advancement difficulties was patient anatomy which can also be confirmed via image review. The valve was not reloaded and the dcs was reinserted into the patient where further attempts were made to pass the aortic arch with the dcs. The evolut system IFU instructs "if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components". This indicates off-label use. Vascular complications, such as rupture, are known potential adverse patient effects per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Based on the limited information available, an assignable root cause of the vascular complication cannot be determined and the relationship to the dcs could not be established. Death is a known potential adverse effect per evolut system instructions for use (IFU). The cause of death was a result of the bleeding within the aortic arch. It is unknown if the delivery catheter system (dcs) caused or contributed to the rupture or death. However, with the limited information available, a relationship between the device and the death could not be established. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but a conclusive root cause cannot be determined at this time. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned.    Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve using this delivery catheter system (dcs), it was reported that the patient had a calcified left ventricular outflow tract (lvot) and calcified vessels. It was also reported that the patient had a curved aorta and calcification within the aortic arch and kinking in the femoral vessels. A pre-implant balloon aortic valvuloplasty (bav) was performed. The balloon size of the pre bav is unknown. During the valve implant, there was difficulty reported in passing the aortic arch to reach the target implant height. To gain access through the aortic arch, a stiff wire and a support wire were used in an attempt to pass the bend in the patient's aorta. Four attempts were made and were all reported to be unsuccessful. The dcs was retrieved from the patient and was x-rayed to assess the function of the dcs capsule and to ensure there was no infold within the capsule. There was no suspicion of capsule damage. The valve was not reloaded and the dcs was reinserted into the patient where further attempts were made to pass the aortic arch with the dcs. After several unsuccessful attempts, the implanting team decided to switch the system for a non-medtronic system. There was some difficulty advancing this non-medtronic system as well. However the valve was finally able to be successfully placed in the annulus. Following the implant of the non-medtronic valve, a rupture of the aortic arch was reported. The rupture was repaired with an aortic stent. According to the physician and angiographic imaging, the rupture in the arch may be a result of the introduction of the dcs, however a conclusive cause was unable to be determined. Eight days following the implant procedure, the patient died. The cause of death was a result of the bleeding within the aortic arch.